Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 500 mg/dl, and the meter bg reading was 21 mg/dl. Due to the bg level the customer lost consciousness. Customer required paramedic assistance and was treated with glucose tablets, peppermints and intravenous fluids of saline to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.